Event description:
It was reported that this right ventricular (rv) exhibited high out-of-range pacing impedance measurements. A revision procedure was performed, and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.